Manufacturer narrative:
Patient was reported to be symptomatic when initial lumiradx sars-cov-2 ag test was performed on (B)(6) 2021 with strip lot 6000341 and instrument serial number (B)(4). The initial test result was negative. Confirmatory testing was performed via polymerase chain reaction (pcr) using genexpert xpress (cepheid). The confirmatory test result was positive with a pcr CT of 41.7. Lumiradx sars-cov-2 ag test product insert only claims positive agreement with pcr CT values of <33, therefore a CT value greater than this would result in negative response. Evidence suggests that patients with CT values above 33-34 are no longer contagious. In addition, genexpert xpress sars-cov-2 product insert claims, a limit of detection (lod) CT of 40.5 for the n target, therefore a reported positive CT of 41.7 is out of range. The customer reported their cleaning practices to be "bleach wipes after every sample", and further reported that gloves are changed after each sample. Lot 6000341 met all defined qc criteria at the time it was released and sd clearance for np spikes, relative to the batch threshold, were calculated for the lot to ensure there is adequate clearance between positive samples and the calculated threshold, to decrease the likelihood of a false negative results for use in the field. Review of product risk assessment - sars-cov-2 ag assay revision 7, resulted in severity of moderate, as follows: symptomatic patients could experience delayed treatment of covid-19 illness. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. Trending data for discordant results was reviewed for this lot and the occurrence rate per quantity of strips in the field was calculated as (B)(4). Lumiradx sars-cov-2 ag test product insert claims a sensitivity of 97.6% with a reference rt-pcr assay and it is accepted that up to 2.4% of test strips may generate a discordant false negative result. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. This strip lot was used within the field until expiry and demonstrated field performance within specification of product claims relative to the quantity of strips from this lot in the field. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.

Event description:
The customer reported a suspected false (incorrect) negative result from a rapid result covid test system on an individual symptomatic patient.